Event description:
It was reported that the customer experienced low blood glucose. The blood glucose was 2.7mmol/l at the time of incident and 6mmol/l at the time of call. The symptoms for low blood glucose was weakness. The customer was treated with glucose tablets. The customer was using the insulin pump within 48 hours of the reported low blood glucose event. The customer was using auto mode or not at the time of incident was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.